Manufacturer narrative:
Additional information received reported the patient did not have an adjustment or MRI while the device was implanted. Reportedly, there was no injury to the patient. Patient weight at implant provided. The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personal. The valve met the requirements for reflux, siphon, pre-implantation, and leak testing. However, the valve did not meet requirements for pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was not draining properly, and there was possible occlusion. According to the report, the device was explanted.

Manufacturer narrative:
Additional information received reported the patient did not have an adjustment or MRI while the device was implanted. Reportedly, there was no injury to the patient. Patient weight at implant provided. The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personal. The valve met the requirements for reflux, siphon, pre-implantation, and leak testing. However, the valve did not meet requirements for pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.